Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that the device had not been working for a lot of years already. Agent asked if this was due to not charging the implant and patient stated they think at one point the device or maybe the battery inside stopped working. Patient said that they weren't feeling pain anymore, but now needed documentation showing the device was not functioning in order to get their dot card. Agent reviewed that the implant longevity depends on settings and use of the therapy and redirected to mdt rep and hcp to further address the issue. Agent sent email to the field and emailed patient physician listing.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.